Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/08/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 06/27/2014 with the following findings: the battery compartment was intact; no damage was observed. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. The battery cap was able to be removed from the pump with no issues. No damage was observed to the returned battery cap. The battery cap contact height and width measurements were found to be within the required specifications. The complaint that the battery cap was not able to be removed from the pump was not able to be duplicated during investigation. No defects were found to the pump or battery cap.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.